Event description:
A malfunction alarm, identified as malf 24, was reported, causing the customer's blood glucose level to exceed 500 mg/dl, with the display showing "high" and the specific value unknown. The customer attempted to manage the high blood glucose by administering a correction bolus via the pump, and no third-party assistance was required. Technical support resolved the issue by arranging to send a replacement pump with updated software, and instructions were provided for putting the existing pump into storage mode before returning it to tandem. The customer was informed that training would be available in their source account, and they acknowledged the information along with the steps needed for handling the replacement pump.